Event description:
Surgeon reports the reason for the dislocation was a dislocated haptic. Pt outcome is reported to be good following lens replacement surgery.

Manufacturer narrative:
The MFR's internal reference number is 98l2160. This report was mailed in to FDA on: 7/1/98.